Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's previous deep brain stimulation (dbs) system would turn off when going through grocery or other security devices. It is unknown when the issue began occurring. It was confirmed that the patient was able to turn the device back on afterwards. The implantable neurostimulator (ins) was eventually replaced due to normal battery depletion. Please see report number 3004209178-2016-24456.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.